Event description:
Additional information received from a manufacturer representative reported that they ran intra-operative on the lead that was suspected to be the problem. A problem was found so the lead was replaced. After the lead was replaced, impedances were tested and found to be within normal range. The patient is now doing well.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
A manufacturer representative reported that there was a problem with deep brain stimulation, the patient experience a shocking and jolting sensation at the burr hole site and tremor returned on one side of their body. Troubleshooting included checking impedances. Impedances were within normal limits on the right side, but high on the left side. Impedances were measured to be high on all electrode pairs on the left side. Therapy impedance was measured to be within normal limits on both sides. The implantable neurostimulator (ins) was programmed to 3.0 v, 60 usec, and 140 hz on the left side and 3.0v, 90 usec, and 140 hz on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.